Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board voltage was verified and the generator interface board was replaced. The configuration files were reloaded during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a communications error message during a case. The 9900 system had to be rebooted and the procedure was completed. No pt injury was reported.